Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No product was returned for evaluation. Data logs were returned and impella position unknown, placement signal low alarms were observed. The cause of the optical signal issue was most likely patient condition related with placement signal low alarms.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump experienced a persistent 'placement signal low' alarm. The impella was pulled back 1 cm, but the alarms persisted. Support was continued and no harm occurred to the patient.